Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of no image being displayed could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited a communication error. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. The customer requested to check the front panel for repair due to possible damage from constant wiping. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device displayed no image with 180 scopes. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
During inspection and testing, the reported issue (communication error) was not confirmed. In addition to no image, service found the top cover and the bottom chassis were corroded, and dust was accumulated on the video connector pins. It was recommended to update the software version. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.